Manufacturer narrative:
Without product reference & batch number, the manufacturer was not able to conduct a documentary review: per finished good release process, all finished goods meet their specification before delivery. Without returned product for technical investigation, it is not possible to confirm the reported defect "infection/sepsis". The related risks are identified in our risk management file. Therefore, complaint is classified as no definitive conclusion, unverifiable (no return product). Item number, item description, lot number, expiration date, manufacturing date, UDI: (B)(4)., xcela power injectable port with 8f x 750 mm attachable polyurethane catheter and silicone plugs, unknown, unknown, unknown, (B)(4).

Event description:
On or about (B)(6) 2020, patient underwent placement of an angiodynamics xcela implantable port catheter product, model number h965451030. The device was implanted by dr.(B)(6) m.d., at (B)(6) hospital in (B)(6). The device was implanted for the purpose of ongoing venous access. On or about (B)(6) 2021, patient presented to (B)(6) hospital in (B)(6), with complaints of a fever. Patient's medical team determined that she had developed an infection, which was identified as originating from her xcela port. On or about (B)(6) 2021, patient's defective port was removed by dr. (B)(6), m.d., at (B)(6) hospital.